Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for evaluation and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering and horizontal lines in images. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The flickering image and horizontal lines were most likely caused by a damaged cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1.: facility name: (B)(6) hospital. E1.: address 1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head exhibited abnormal image color. The issue occurred, during preparation for a procedure. There was no report of patient harm.